Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing as well as an insulation anomaly near the proximal end. Subsequently, this lead was surgically abandoned, and a replacement product was implanted. No additional adverse patient effects were reported. Additional information was received indicating that no replacement product was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. (B)(6) ; reported here as phone number exceeded character limit for designated field. Supplemental: this report is being submitted to provide patient identifier information in section a1.

Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing as well as an insulation anomaly near the proximal end. Subsequently, this lead was surgically abandoned, and a replacement product was implanted. No additional adverse patient effects were reported. Additional information was received indicating that no replacement product was implanted. No additional adverse patient effects were reported.